Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer contacted adc on (B)(6) and reported that the test did not start on her adc blood glucose meter after a blood sample was applied to a test strip. Customer further reported not feeling well and terminated the call. Upon follow-up with the customer on (B)(6) the customer reported calling 911 and being transported to a hospital where she was treated with an unspecified intravenous infusion. Attempts to gather additional information have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter powered on with test strip insertion and button depression. Control solution testing was performed. The test would not start after the control solution test was performed. Meter was sent for further investigation and de-cased. Upon visual inspection of the pcb (printed circuit board), hair like material was observed in the meter's test strip port. No product deficiency was identified.

Event description:
Customer contacted adc on (B)(6) and reported that the test did not start on her adc blood glucose meter after a blood sample was applied to a test strip. Customer further reported not feeling well and terminated the call. Upon follow-up with the customer on october 13th the customer reported calling 911 and being transported to a hospital where she was treated with an unspecified intravenous infusion. Attempts to gather additional information have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.